Manufacturer narrative:
Reason for reoperation: deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, curved opening. A leak test was perform and was found one opening. A microscopic analysis identified a curved sharp opening on the valve bond edge assessed as an unidentified(tear) opening(no shell thickness due to opening is under plug strap). Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp opening due to unidentified(tear) opening.

Event description:
Patient reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. Device remains implanted.